Event description:
Procedure: vaginal hysterectomy, ivs tunneler, anterior and posterior, perineoplasty, and anterior and posterior repair. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).